Event description:
Reporter indicated that "the vns has not helped her much at all." Good faith attempts for further info are currently being made with the pt's treating physician.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.